Event description:
Description of event according to initial reporter: during attempted retrieval of a cook celect platinum inferior vena cava (ivc) filter that had been in place for eleven months, a cloversnare 4-loop vascular retriever was unable to detach the filter feet from the wall of the ivc (pr395534 ). The snare was used and the retrieval catheter was then advanced over the filter, covering the filter with the exception of the feet. The feet of the filter, which were reportedly "securely planted", did not detach from the wall of the ivc. The user pulled hard enough that the filter hook straightened (pr393330, FDA mfg report # 1820334-2023-00515). The retrieval device was removed from the patient, and the catheter was noted to be accordioned. Patient outcome: the implanted filter was left in place, and the patient was referred to another facility for more advanced filter retrieval techniques.